Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # (B)(4), 510k # k113174, UDI# (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Radiographic image review result: pre and post revision films x-ray/CT scan for throcic lumbar fusion provided. On the pre revision films there appears to be a bilateral rod fracture at the level of the kyphotic deformity. T12 by report was augmented by cervical kyphoplasty. Fusion status is unknown. Revision was performed with rod dominoes. Hardware placement appears appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, rods breakage occurred on both sides of t12 / l1. Hence on 20 may 2020, after fixing t9 / l4, the rods on the cranial side were removed and replaced. The caudal part of the broken rods were left and were connected to the new cranial side rods by mrc. There were no patient complication occur as a result of this event.